Manufacturer narrative:
On site investigation and eval was conducted by field service engineering. System verification tests were performed and the customer reported failure mode could not be duplicated. Engineering believes re-seating the sterile adapter accessory would have corrected the issue, however, the right pt side manipulator (psm) was replaced as a precaution. The pt side manipulator is an instrument arm located on the pt side cart which provides the sterile interface for the endowrist instruments. The psm was returned to isi for failure analysis investigation. Mechanical and performance tests were conducted and the customer reported failure mode could not be reproduced. As of 2008, there have been no reported recurrences of the issue at this hospital. Add'l info was provided by the surgeon on march 27, 2008 indicating that the pt recovered successfully.

Event description:
It was reported that during a da vinci s cardiac surgical procedure, a pt side manipulator (psm) arm would not allow the instrument jaws to fully open and close. The customer tried a different instrument on the psm; however, they experienced the same problem. The procedure was converted to traditional open surgical techniques to finish the planned surgery due to the psm issue experienced by the customer and pt bleeding unrelated to the use of the da vinci s surgical system. No pt harm was reported.